Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they were experiencing an audio anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer completed troubleshooting and the issue was not resolved. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.